Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms. The impedance measurement had been previously in the 60 ohm range. The device was reprogrammed rv coil to can as this configuration yielded stable impedances in the 100 ohm range. There were no adverse patient effects. The system remains in service.